Event description:
Attorney reported: in 2002, the pt underwent an inguinal hernia repair with placement of a non-recalled composix kugel mesh patch. In 2004, the pt underwent removal of the mesh patch. The operative report noted that the mesh had migrated from the original implant site, causing severe injuries.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.